Event description:
The customer observed a greater than expected bias, when performing a pt correlation, between their current and new vitros phyt slide lots on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed, may lead to inappropriate physician action. No erroneous results were reported, and there was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation found no evidence that analyzer malfunction or sample handling contributed to the biased phyt results. The original correlation study was not repeated to confirm the observed biases. Acceptable correlations were obtained between the two alternate phyt lots, that were sent to the customer and hplc, as well as, between the two phyt lots themselves. The definitive root cause of the biased phyt correlation results could not be determined.